Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00689. It was reported the patient experienced an infection at both the ipg and lead site. Surgical intervention took place wherein the system was explanted. Patient was treated with oral antibiotics.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.